Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120156. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to have an MRI due to high impedances on their lead. It is unknown which lead contributed to this issue. Surgical intervention occurred on (B)(6) 2023 during which the lead was explanted and replaced to address the issue.